Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to incision not healing well.

Manufacturer narrative:
This device is not alleged to have malfunctioned or contributed to the issue, so it is non-reportable and the emdr should be voided.

Event description:
Index surgery: (B)(6) 2017. Revision due to incision not healing well.